Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient reported infusion set tubing came apart. No further information available.